Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the last dwell of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a loose connection to the final bag. The patient stated that they had cleared the alarm and disconnected before reporting the event. Technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A loose bag connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.